Manufacturer narrative:
(B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication ((B)(6) 2010).

Event description:
The manufacturer representative (rep) reported that during a surgical intervention the physician tried to remove the lead and it broke, so it was only partially removed. Part of the lead remained in the patient's body. The physician placed a new lead on the other side and the issue was resolved. The patient's indications for use were fecal incontinence and gastrointestinal/pelvic floor. The specific cause of the break was not reported, so additional information was requested. If additional information is received a supplemental report will be sent. Refer to manufacturing report #3004209178-2015-25213 for the reason why surgery was performed.